Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: unknown mallory head stem. Unknown head. Unknown liner. Unknown screw. Report source: foreign report source: (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2020-00507, 0001825034-2020-00513, 0001825034-2020-01229, 0001825034-2020-01230. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following : the acetabular cup is essentially vertical in position. Asymmetric position of the femoral head within the cup consistent with polyethylene wear. Loose screw inferior to the joint space. Lucency superior and inferior to the acetabular cup that could indicate fracture. X-rays were reviewed and the reported pseudotumor was not confirmed. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Device not returned for evaluation.

Event description:
It was reported that patient was revised due to pseudo tumor. Attempts have been made and additional information on the reported event is unavailable at this time.